Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon eval the electrode belt failures a hi-pot and therapy electrode recognition test. The cause for the test failure was isolated to an open pulse wire in the cable that connects ECG "b" and the distribution node (dn). The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt's device was producing constant adjust belt alarms. The pt ended use and was therefore not issued replacement equipment.